Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device battery pins for the b battery required replacement. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device battery pins for the b battery required replacement. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 5 and 6 were found bent and permanently compressed. There was no other fault found with this battery pca.